Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device jv453; qcbdhwr0 number, and no non-conformances were identified component code: g07002. Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple animal events. There are no specific details to identify additional animal events and it cannot be determined if the event(s) have been previously reported. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2021-00672, 2210968-2021-00674, 2210968-2021-00675, and 2210968-2021-00676. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a dog underwent an oophorectomy in (B)(6) 2020 and suture was used. During the ligation of the ovarian pedicles, the thread broke (lengthwise) when the knot was tightened without exerting excessive tension or when suturing the abdominal wall, after a few tissue passages, the needle pulled off, without exerting excessive tension. The procedure was completed using another suture from another box in a different batch. No additional information was provided.